Event description:
During a clinic follow up, an increase in the capture threshold resulting in a loss of capture was observed on the right ventricular (rv) lead. The patient is pacemaker dependent. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.